Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced, extrusion, infection, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and other problems. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number date sent to the FDA: 01/09/2017. It was reported that the patient underwent tubal ligation, removal of iud and partial removal of mesh on (B)(6) 2012, due to dyspareunia and pelvic pain.